Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a pca programing error occurred. The lvp (carrier fluid) was supposed to be infusing at 10ml/hour and was programmed at 0.1ml/hour. There was no basal rate programmed, only the pca patient administered doses. When the nurse discovered that the pump was infusing at 0.1ml/hour rate, the nurse increased the rate to 10mls/ hour. The patient was bolused with an unknown number of pca doses that were previously delivered but not received because of the low carrier fluid rate. The patient required intervention due to decreased blood pressure and other symptoms. Patient was reported to have recovered without any known issue related to the event.

Manufacturer narrative:
Additional information added to: d1,d4,d11,g5- suspect changed from 8120 to 8100 the reported event involving a pump module ¿that a pca programing error occurred. The lvp (carrier fluid) was supposed to be infusing at 10ml/hour and was programmed at 0.1ml/hour.¿ could not be confirmed. The root cause of the customer¿s experience ¿that a pca programing error occurred¿ could not be determined since the source pump module was not returned for this investigation.

Event description:
It was reported that a pca programing error occurred. The lvp (carrier fluid) was supposed to be infusing at 10ml/hour and was programmed at 0.1ml/hour. There was no basal rate programmed, only the pca patient administered doses. When the nurse discovered that the pump was infusing at 0.1ml/hour rate, the nurse increased the rate to 10mls/ hour. The patient was bolused with an unknown number of pca doses that were previously delivered but not received because of the low carrier fluid rate. The patient required intervention due to decreased blood pressure and other symptoms. Patient was reported to have recovered without any known issue related to the event.